Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer in regards to a patient who was being treated with baclofen (500 mcg/ml, 120.07 mcg/day; type or baclofen and lot number were unknown) intrathecal therapy in an implanted pump for intractable spasticity. The patient's medical history and concomitant medications were unknown. The patient still had some swelling where the pump was located with an event date of (B)(6) 2015. The swelling went down, but was still a ¿good size¿; approximately the size of an orange. The pocket was not hot or tender. The physician told the patient that it was spinal fluid and she had been wearing the ¿belt thing¿ the physician gave her. The patient had an appointment with the healthcare provider (hcp) on (B)(6) 2015. Additional information received from the consumer on 21-apr-2016 indicated the patient had 3 surgeries for the pump (unknown dates). The patient experienced swelling at the "fecal pocket" upon initial implant. The patient was instructed by the hcp to tighten up the abdominal binder. The binder was tightened as far as it could go. At the 3 week follow up appointment the fluid was still there. A " nuclear x-ray" was performed and the hcp said the "tubing that was not working." The second surgery was then scheduled. It was noted a lot of fluid was taken out (patient noted 400cc, but stated she know the exact amount, just that it was a lot of fluid). During the procedure it was determined everything was fine. The patient was then sent to a neurologist. The patient was told by the neurologist he "fixed a lot of these and would replace the tubing and the part that goes into the spine." The third surgery was then scheduled and performed. It was noted dilaudid was added after the third surgery. Everything had been fine since that time. Additional information was requested from the healthcare provider (hcp) drug information, concomitant medications, pertinent medical history, diagnostics performed, if the cause of the swelling was determined, any actions/interventions required, and if the issue resolved. If additional information is received, the event will be updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.